Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance stated the bed will not place a nurse call. He cannot hear the relays and replaced the communication cable and isolated the pendant and siderails, but the issue remains.